Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd blunt fill needle with filter had foreign matter on the needle. This was discovered before use. The following information was provided by the initial reporter: paint like substance observed on needle. Staff member removed needle sheath and observed paint like substance on freshly opened needle.

Manufacturer narrative:
H.6. Investigation: one sample was received. It has the plastic shield. Visual inspection was performed. There is white epoxy on the needle. It is ¼¿ long. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case it may have happened that a jam occurred, and the equipment dispensed silicone before the part was moved to the next station and it was not detected in the next processes. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that bd blunt fill needle with filter had foreign matter on the needle. This was discovered before use. The following information was provided by the initial reporter: paint like substance observed on needle. Staff member removed needle sheath and observed paint like substance on freshly opened needle.